Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the catheter broke inside the vein with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: customer started an IV on a patient and the catheter broke inside the vein. Item was removed from patient. No harm to patient. Additional information received 2019-11-27 from customer: was the course of treatment changed as a result? No. Was any medical intervention or other actions taken as a result? No. Was there any exposure to blood or bodily fluid? No. It was mentioned a patient was involved? If available can you please provide patient identifiers (i.e. Gender, weight, ethnicity, etc.) Female, while, age in the 50s, diabetic. Frequent admissions for cellulitis requiring long term IV antibiotics. Is a sample available to return for evaluation? If so, do you have a container to return the product safely? If yes, please use the attached shipping label. If not, bd can provide one for you. Sample discharged by charge nurse.

Manufacturer narrative:
H.6 investigation summary: our quality engineer inspected the photographs for evaluation. Bd received two photographs. The first photograph displayed the top packaging label information. The second photograph displayed a 22ga nexiva unit in which the needle had pierced through the catheter. Patient residue was observed within the unit which indicates the needle and catheter were correctly assembled at the time of use. This type of damage would have been observed during the inspection or insertion by the clinician. Insertion would not have been possible as it would have created resistance. The defect was observed to be the needle through the catheter. There was no physical evidence to conclude that the reported defect was related to the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that during use the catheter broke inside the vein with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: customer started an IV on a patient and the catheter broke inside the vein. Item was removed from patient. No harm to patient.